Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown it was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the clip was positioned in the patient's stomach. The clip deployed and attached to tissue however, it was difficult to get the clip to release from the catheter. It was reported that this event did not cause any tissue damage or bleeding. The case was completed with another resolution clip device with no harm to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.